Event description:
It was reported that the lv (left ventricular) lead was causing diaphragmatic stimulation. Reprogramming for the lead was done and the issue was resolved. The lead remains in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.